Event description:
The customer originally reported that the jaw broke during the first application. The device was returned with bare wire exposed.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed that the gray insulation has been scraped off of one of the jaw wires. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. This report was originally submitted under the reporting site registration number. A new MDR 3500a form has been submitted under the manufacturing site registration number. The new MDR number is 3006451981-2014-00219.